Event description:
It was reported that the 9600 cardiac locked up during a procedure displaying "checksum error". There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The software was reloaded. The system was tested and found to be working as intended and placed back into service.